Event description:
It was reported that the external pulse generator (epg) looked like it had been dropped, and the lower display was unreadable with vertical lines. The current status of the epg is unknown. No patient complications have been reported as a result of this event.